Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating high blood glucose readings and a motor error alarm from the insulin pump. The customer's blood glucose reading was 429 mg/dl. The customer stated that she has been hospitalized last month with diabetic ketoacidosis. The customer had symptoms such as vomiting, thirstiness, and constant urination. The customer stated that she received a motor error alarm after she was given a no delivery alarm. The customer did not want to continue to troubleshoot for the site issue since she just changed out her infusion set. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.